Event description:
As reported by an edwards sweden affiliate, during an aortic valve replacement procedure with a 29mm sapien 3 valve, a leak of contrast was observed during deployment and the delivery system balloon did not inflate. The leak was note near the pusher. Prior to insertion, there was slight resistance towards the end of valve alignment while turning on the fine adjustment wheel. It was difficult for the operator to find a straight section. The delivery system and valve was removed as a unit with the esheath.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to section h6. The 29mm commander delivery system was returned in unlocked position with no fine adjust and 25% flex used. The delivery system was inserted through the loader cap the sheath, and valve was crimped over the inflation balloon. Visual inspection was performed and the following was observed: a gouge was observed on the distal end of the balloon shaft, with additional scrapes just proximal of the gouge; damage to proximal crimp balloon over the balloon shaft gouge; kink on flex shaft; ripples on flex shaft. A review of imagery provided showed gouge into flex shaft at sight of observed kink and inner laser cut tubing kinked inwards. Functional and dimensional testing was performed and met specifications. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. A review of the complaint history from april 2021 to march 2022 revealed additional similar complaints for delivery system leakage, flex shaft cracked/damaged, and valve alignment difficulty for commander delivery system (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed by evaluation of the returned device. However, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during valve alignment, it was difficult to find a straight section, and slight resistance was encountered while performing fine adjustment.'' If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause tension within the system and prevent proper alignment of the valve over the inflation balloon. A definitive root cause is unable to be determined. However, available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section, valve alignment under tension) may have contributed to the reported event. As reported, ''during valve deployment, a leak of contrast from somewhere near the commander delivery system pusher was observed and the balloon did not inflate.'' If valve alignment was performed in a tortuous (non-straight section) vasculature, it is possible that the device may become damaged due to residual tension on the system and/or excessive manipulation used to attempt to obtain valve alignment. This could have then lead to the observed damage on the flex shaft causing the metal component of the flex shaft to bend inward and make contact with the underlaying balloon catheter. Attempts to perform valve alignment with kinked flex shaft could have caused the abrasions seen on the balloon shaft and resulted in the damage/source of leakage of the delivery system. A definitive root cause is unable to be determined. However, available information suggests patient factors (tortuosity) and/or procedural factors (excessive manipulation, valve alignment in non-straight section) may have contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.